Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) and the remote arm controller (rac). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The rac was analyzed and mtmr did not complete homing was found indicating the fault. The fault occurred in the field. Visual inspection, no issues were found that are related to the report issue. The unit was installed onto the golden system and completed program no problem so far, continued performance was set to 10 power cycles & sitting idle for 1hrs. After testing 10x cycles once the testing was completed, the system work good no issues. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system console#2 mtmr did not complete homing after power cycle and error was received. Site disconnect console2 and are continuing with case as a single console setup. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "25588 error". No visual defects related to the reported issue were identified during inspection. All functional testing passed, and no abnormal behavior was observed. The root cause could not be definitively determined at this time. As a corrective action, the axis 2 motor, sensors assembly was replaced as a precautionary measure. After reprogramming the embedded serializer mother board printed circuit assembly, the master tool manipulator operating normally and passed all functional testing.

Event description:
Refer to h11 for follow-up information.